Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and one shock for a suspected atrial driven arrhythmia. Technical services (ts) recommended to consult cardiology department for an arrhythmia assessment. It was observed that the rhythm was converted. This device remains in service. No adverse patient effects were reported. Additional information was received from the field stating the episode was found to be appropriate. Adjustments to the medications were performed. No adverse patient effects were reported.

Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and one shock for a suspected atrial driven arrhythmia. Technical services (ts) recommended to consult cardiology department for an arrhythmia assessment. It was observed that the rhythm was converted. This device remains in service. No adverse patient effects were reported.